Event description:
The customer reported the amplifier locks up and the c-arm locks are not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5 volt and 12 volt power supplies, the hard drive, and a locking pin. The system operates as intended.